Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of herniated and degenerative lumbar disk with spinal stenosis . Patient underwent following operative procedures: endoscopic discectomy. Foraminotomy , interbody fusion , transforaminal lumbar interbody fusion using cage, bone morphogenic protein and internal fixation. Per op-notes, .. The incision was made in the annulus and thorough diskectomy was carried out removing all disk material preparing the bony endplates for fusion after removing the cartilaginous endplate using multiple disk space shavers, curets, and pituitary rongeurs...the bone morphogenetic protein (bmp) was packed into the space and into 11 x 25 x 12 mm cage. The cage was introduced and twisted in position. The position was good on ap and lateral views. Tisseel was used to prevent bony overgrowth. The working tube was removed. Attention was placed on insertion of the pedicle screws. Under c-arm control, they made 1-cm incision, and docked over the right side pedicle with jamshidi needle followed by guidewire, tabbing, and insertion of a 6.0 into the l5, 7.0 mm diameter and 45 mm in length into the l2-s1 pedicle. Emg confirmed the safety, and the rod was passed, which was 35 min and secured with over-the-top nuts. Final tightening was carried out, and the extenders were removed. The same was repeated on the ipsilateral side using jamshidi needle, guidewire, tabbing, and rod here was 40 mm. Emg confirmed safety. The rods were passed and secured with over-the-top nuts, and the extenders were removed. Position was good on ap and lateral views. .. The patient tolerated the procedure well and was sent back to recovery..". Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.